Event description:
(B)(4).

Manufacturer narrative:
Document review: stem extractor - surgical instrument: ref (B)(4) / lot 1214019 ((B)(4) devices produced). No anomalies found; all the other items are in use in the world. The failure mode is unlikely to cause patient harm, even if it can lead to additional steps to fix the problem.